Event description:
Report received that clave remained in detent position. The pt had a peripheral IV site and was receiving a maintenance fluid for hydration. After accessing the clave port, the nurse noticed leaking from the site. The extension set was removed and the clave plunger was noted to have remained in the detent (open) position. The nurse was able to intervene immediately with a tubing change. There was no blood loss, no damage to the IV access site, and no report of pt harm. The incident occurred on a medical/surgical unit. No additional pt info was available.